Manufacturer narrative:
Information was corrected from the following fields: h6: patient codes. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the patient this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced a ventricular tachycardia (vt) episode. The rhythm entered in vt twice, in both cases the rhythm ended on its own, however, t-wave oversensing was observed, the rhythm accelerated into vt once again. The device eventually provided a shock ending the episode. Reprograming of the system was discussed. This system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced a ventricular tachycardia (vt) episode. The rhythm entered in vt twice, in both cases the rhythm ended on its own, however, t-wave oversensing was observed which accelerated the rhythm into vt once again. The device eventually provided a shock ending the episode. Reprograming of the system was discussed. This system remains in service. No adverse patient effects were reported.